Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger pcb was evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system exhibited charger failed errors upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.